Event description:
It was reported that a spectrum iq pump had an issue of system error 110 ¿pic counts per cam error¿ during delivery in the intensive care unit. The infusion stopped for five minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 110 was not reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation open case halves found no loose gears. The reported condition was verified. The cause was determined to be I/o pcb. The I/o pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.